Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the display of the infusion device was found to be defective. No adverse event was reported. The alleged device was returned for product evaluation.